Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-21042020-0000719566 represents the adverse event which occurred on (B)(6) 2015. Mwr-21042020-0000719568 represents the adverse event which occurred on (B)(6) 2016.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2015 and mesh was implanted. It was reported that the patient underwent removal of mesh on (B)(6) 2015 and (B)(6) 2016 due infection, adhesion, fistula and recurrent hernia. No additional information was provided.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.